Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2017, product type: catheter.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative regarding a patient receiving intrathecal therapy via an implantable pump for spinal pain. The drug, dose, and concentration were unknown. It was reported that the patient experienced suboptimal therapy (lower than expected/desired level of pain relief). A dye study was performed on the patient's target drug delivery (tdd) system, and a distal occlusion was suspected. On (B)(6)2017, the existing distal spinal segment was removed, and an attempt was made at replacing the spinal segment. However, this was unsuccessful and the patient would be referred to a surgeon to replace the spinal segment. Upon removal, the distal spinal segment tip was visibly occluded. There were no known environmental/external/patient factors that may have led or contributed to the issue. The issue was not resolved. However, the patient¿s status was alive ¿ no injury. The event date was noted to be (B)(6) 2017. The patient¿s weight was unknown. The patient¿s medical history was unknown. There were no further complications reported.

Manufacturer narrative:
Analysis of the catheter identified a non-significant occlusion in the catheter body which was consistent with dried drug, blood or other foreign material. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.